Manufacturer narrative:
(B)(4).

Event description:
The pt fell on the prime cell implantable neurostimulator. The fall pushed the device deep into his body (reference mfg report # 3004209178-2010-09221). The hcp replaced the implantable neurostimulator with a rechargeable device due to his health condition. At replacement, the hcp decided that the pocket should be revised. The pt was dismissed by his hcp. The pt did not want a rechargeable device. The device was not recharged for 3-4 months and the battery was dead. The pt was in a lot of pain. The pt was unable to recharge successfully. The pt desired surgery to replace the rechargeable device with a prime cell device. The pt was scheduled to talk with a neurosurgeon to get his device changed. The pt had to get off of a blood thinner which delayed scheduling the replacement surgery. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.